Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an implanted lens showed salt grain-like inclusion. Additional information was received as the intraocular lens remained in eye not explanted.

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Returned photo shows implanted iol. There appear to be dark marks present on the iol optic area. The exact location of these marks (anterior or posterior surface) cannot be confirmed from the returned photo. The origin of the observed marks cannot be determined from the photo and without the evaluation of the physical product. Based on our observation of the attached photo, there appear to be dark marks present on the iol optic area. The exact location of these marks (anterior or posterior surface) cannot be confirmed from the returned photo. The origin of the observed marks cannot be determined from the photo and without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).